Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloons rupture occurred. The 100% stenosed target lesion was located in the moderately calcified common iliac artery (cia). A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation at unknown specified pressure, the balloon ruptured. It was then replaced with a 6.0mmx60mmx135cm sterling balloon catheter for dilatation, but it also ruptured after being inflated at around the nominal pressure. The procedure was completed by placing a bsc stent in both sides of cia to external iliac artery and post-dilated with a different balloon catheter. No patient complications were reported.